Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), nausea ("nausea,"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, vaginal discharge, tooth disorder, nausea, migraine, headache, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. On 6-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, psychological trauma, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), vaginal infection, vaginal discharge, dental problems, nausea, migraine, headaches, fatigue, hair loss, weight gain, device monitoring procedure not performed. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain') in a female patient who had essure (batch no. C35241, cs000n0) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included cervical intraepithelial neoplasia I, polycystic ovarian syndrome, irregular menstrual cycle, premenstrual syndrome, rectal bleeding, vulvovaginitis and overweight. Previously administered products included for an unreported indication: nortrel, provera and necon. Concomitant products included ethinylestradiol;norgestimate (sprintec), fluconazole (diflucan), hydrochlorothiazide, metformin and nisoldipine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia"), nausea ("nausea,"), fatigue ("fatigue,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2018, the patient experienced migraine ("migraine,"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), tooth disorder ("dental problems"), headache ("headaches,,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, vaginal discharge, tooth disorder, nausea, migraine, headache, fatigue, alopecia, weight increased, vaginal haemorrhage and gastrointestinal disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2015 current weight 220 lbs. 7 coils visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on (B)(6) 2017: negative result. Batch no c35241 production date: 2014-03-06, expiration date: 2017-03-31. Batch no cs000n0 production date: 2014-10-01, expiration date: 2017-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain') in a female patient who had essure (batch no. C35241, cs000n0) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included cervical intraepithelial neoplasia I, polycystic ovarian syndrome, irregular menstrual cycle, premenstrual syndrome, rectal bleeding, vulvovaginitis and overweight. Previously administered products included for an unreported indication: nortrel, provera and necon. Concomitant products included ethinylestradiol;norgestimate (sprintec), fluconazole (diflucan), hydrochlorothiazide, metformin and nisoldipine. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia"), nausea ("nausea,"), fatigue ("fatigue,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2018, the patient experienced migraine ("migraine,"). In june 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), tooth disorder ("dental problems"), headache ("headaches,,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, vaginal discharge, tooth disorder, nausea, migraine, headache, fatigue, alopecia, weight increased, vaginal haemorrhage and gastrointestinal disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2015 current weight 220 lbs 7 coils visible into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on (B)(6) 2017: negative result. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menstrual cycle, pms (premenstrual syndrome) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain in female, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs & mr received. Reporter information, lot number, concomitant drugs, medical history added. Events: abnormal bleeding (vaginal), gastrointestinal or digestive system condition, bloating added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.